Event description:
The report received from the affiliate indicated approximately thirteen (13) months after the index procedure, the patient developed chest pain. Coronary angiography was done and revealed three (3) of the four (4) cypher stents implanted during the index procedure were occluded. The patient's left main coronary artery was patent. The obtuse marginal (om) branch and the circumflex were blocked. The om branch was re-opened, but the physician was unable to access the circumflex lesion. Additional information obtained indicated the following: that the event was a very late thrombosis. The patient had previous coronary artery bypass graft (CABG) surgery and the circumflex was reported to be protected by a bypass graft. The circumflex was reported to be occluded after/distal to the stent. The patient was reported to be in satisfactory condition at the time of the report. The plan of treatment for the patient is surgery.

Manufacturer narrative:
Index procedure: the indication for the procedure was unstable angina. The target lesions for the procedure were the obtuse marginal (om) branch and the circumflex. The lesions were reported to be calcified and were pre-dilated. A total of four (4) cypher stents were implanted at 15 atm each from the left main to the om. The circumflex lesion was also a bifurcation lesion for which a double-guidewire technique and t-stenting was used. The stents were post-dilated using a kissing balloon technique at high pressure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR's report #9616099-2007-00486, #9616099-2007-00488.